Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011, she experienced blood glucose (bg) around 300 mg/dl with nausea and headache. The patient stated that she changed the cartridge on (B)(6) 2011, and upon troubleshooting observed that the cartridge in the pump was filled with air instead of insulin. The patient stated, she believed the issue to be use error; she stated that she was very tired when she performed the cartridge change, and believes that she filled the used cartridge with air and placed it back in the pump. The patient declined to troubleshoot the pump, and resumed insulin pump therapy. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Use error in using a cartridge filled with air was determined to be the cause of the reported bg excursion.